Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008:(B)(6) hospital. (B)(6) , md. Radiology ¿ barium upper gi. Indication: abdominal pain, rule out lap-band erosion. Impression: no evidence of obstruction. Gastric band appears to be in region of the gastroesophageal junction. B)(6) 2008:(B)(6) hospital. (B)(6) , md. Radiology ¿ combination upper gi and small bowel exam. Indication: left upper quadrant pain, family history colon cancer, 4 years post gastric banding, constipation. Impression: status post gastric banding. Free flow of contrast through area of gastric banding. Negative small bowel exam. ??/??/??:[missing records: records between 09/23/08 and 08/11/10 detailing visits with physicians related to abdominal pain and hernia were not provided.] (B)(6) 2010:[missing records: records of hospital visit were not provided.] (B)(6) 2010:(B)(6) healthcare. Patient history form. Procedure: CT. Reason: severe abdomen pain. History as relates to exam: reg. Doctor found hernia, sent me to surgeon; he said he couldn¿t find it, sent me to dr. Rodriguez and he sent me here in severe pain. Had to be seen at hospital (B)(6) 2010. Surgical history: c-section ¿86, tubal ligation ¿94, cyst on right ovary ¿99, gallbladder ¿94, hysterectomy ¿99, lap band 2004. Medical history: lung disease (copd, emphysema, asthma), hypertension, diabetes; yes. (B)(6) 2010:(B)(6) hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain, possible umbilical hernia. Findings: near superior umbilical region is a tiny defect into which a small amount of fat herniates. No bowel seen in this region, bowel nondilated. Impression: 13 mm nonspecific low-density lesion in inferior right hepatic lobe; small cyst or hemangioma most likely. Tiny 2 mm nonspecific nodule in left lower lobe. Previous cholecystectomy and gastric banding. Tiny fat-containing emboli called hernia. (B)(6) 2010:(B)(6) healthcare. [Signature illegible]. History & physical. Chief complaint/procedures: lap ventral hernia repair. Present illness: morbid obesity, hypertension, hyperlipidemia, asthma, gerd, non-insulin dependent diabetes mellitus, hypothyroidism, bipolar. Surgical history: c-section, tubal ligation, gallbladder removed, total hysterectomy and bilateral salpingo-oophorectomy, lap band. Social history: tobacco 1 ppd x 25 years; last 3 months 5 cigarettes/day, occasional alcohol, no illicits. Review of systems: diarrhea, no fever/chills. Wt. 341 lbs., bmi 51.84. Impression: ventral hernia. Plan: laparoscopic ventral hernia repair. (B)(6) 2010:(B)(6) hospital. [Signature illegible]. Medication reconciliation. Home meds: fluoxetine, omeprazole, lorazepam, singular [sic], promethazine, nasonex, symbicort, seroquel xr, furosemide, relpax, levoxyl, benicar, amitriptyline, fexofenadine, glipizide, cyclobenzaprine, metformin, ventolin, ketotifen, dicyclomine, oxycodone-apap. (B)(6) 2010:(B)(6) healthcare. [Signature illegible]. Anesthesia record. Asa 3. (B)(6) 2010:(B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: same. Procedure(s) performed: laparoscopic repair, incarcerated ventral hernia with partial omentectomy and laparoscopic repair with a 15 x 19 centimeter dual mesh. Assistant(s): dr. (B)(6) . Complication(s): without. Anesthesia: general. Estimated blood loss: minimal. Preoperative antibiotics and scds were used. Indication(s): the patient is a young lady with an incarcerated hernia, omentum, ventral, superior to the umbilicus. It was felt that laparoscopic repair of ventral hernia was indicated. Description of procedure(s): ¿the patient was brought to the operating room, monitored, sedated and intubated without complication. The abdomen prepped and draped in usual sterile fashion. Preoperative antibiotics, lovenox and scds were used. We placed a 5 vesiport [sic] in the left upper quadrant. We insufflated, we inspected. No abnormalities were seen except that we saw fat, omental fat, incarcerated within a ventral hernia just above the umbilicus. We then proceeded to take it down, removed the omentum using electrocautery and hemoclips. We then irrigated. We saw the defect and then were able to place a 15 x 19 centimeter dual mesh. We were able to go back 3 centimeters laterally, medially and superiorly to good fascia. We did place total number of ports of 4 including a 10-12 port which we put the mesh through. We then tacked the mesh up first with 4-0 prolenes in each corner. Then we tacked it all the way around and then placed every 5 centimeters a 2-0 gore-tex suture. This was done without complications. We then inspected. The hernia was in the middle of the mesh. The mesh was with no tension and it looked in good order. Then, laparotomy and instrument counts were correct x2. We inspected. We saw no injury to abdominal contents or abdominal cavity, no injuries to the intestine or the liver. Then, we removed all the ports under direct vision with no injury to the abdominal contents or abdominal cavity or no bleeding from the lap band ports. The lap band ports were then removed. We saw the mesh come down. It looked rather nice and covering to normal fascia the defect. Laparotomy counts were correct x2. We then closed the wound using 3-0 vicryl, 4-0 monocryl, and steri-strips. The patient tolerated this without complications, was sent to the recovery room. Will attempt to send her home today. If we cannot, she will come in overnight and be sent home in the morning.¿ (B)(6) 2010:(B)(6) healthcare. [Illegible signature]. Operative note. Diagnosis: ventral hernia. Procedure: laparoscopic ventral hernia repair w/mesh. Specimens: none. Complications: none. Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 7335591. W.l. Gore & associates. (B)(6) 2010:(B)(6) hospital. Surgical record. Procedure: laparoscopic ventral herniorrhaphy with mesh. Severity: level 06. Wound: cl. Asa class: severe systemic disease. Implant record. Implant/manufacturer: mesh dual 1x15x19. 1dlmc04. W.l. Gore & associates. Quantity: 1. Lot #/serial #: (B)(6) . Cat #/batch #: 1dlmc04. 7335591. Size/expiration date: 20141207. Implant/manufacturer: mesh dual 1x7. 5x10. 1dlmc05. W.l. Gore & associates. Lot #/serial #: (B)(6) . Cat #/batch #: 1dlmc05. 05605233. Quantity: 1 the records confirm two gore® dualmesh® biomaterial (1dlmc04/7335591) and (1dlmc05/05605233) were implanted during the procedure. (B)(6) 2010:(B)(6) hospital. Medication administration record. Phenergan; nausea/vomiting x 2. (B)(6) 2010:(B)(6) hospital. (B)(6) [illegible], rn. Discharge instructions. Follow up dr. Rodriguez in 2-3 weeks. Procedure: laparoscopic ventral hernia repair w/mesh. Restrictions: no driving, no heavy lifting, no shower or tub bath for 48 hours. Keep incisions dry for 2-3 days then ok to wash sites. Loritab [sic] as needed for pain. (B)(6) 2011:(B)(6) hospital. [Signature illegible]. History & physical. Previous diagnosis of explosive disorder, bipolar. Brought to emergency room via ambulance after she ingested 15-20 pills of xanax. Previous suicide attempts: took 90 pills of elavil some time ago. Another time, took a bunch of pain pills. Medical history: hypothyroidism, hypertension, degenerative disc problem, migraines. Social history: unemployed. Smokes ½ ppd. Wt. 326 lbs. (B)(6) 2018: (B)(6) [illegible]. (B)(6) ; (B)(6) . History & physical. Sent to office cause of abdominal pain, possible recurrent incisional ventral hernia. Lap band placed in 1999, developed hernia and in 2010 underwent laparoscopic ventral hernia repair. Over last 3-4 months has noticed a bulge around the umbilicus and increasing pain. Earlier this year underwent esophagogastroduodenoscopy; unremarkable. No nausea, vomiting, obstipation, fever or chills. Active problems: abdominal pain, acute bronchitis, anemia, anxiety disorder, arthritis, chest pain, cough, depression, dysphagia, fall, gerd, hyperplastic colon polyp, nausea, chronic pain syndrome, peripheral neuropathy, uncontrolled insulin dependent diabetes mellitus. Current medications: glimepiride, levemir, pantoprazole. Medical history: continuous right lower quadrant pain, duodenal erythema, cirrhosis, constipation, heart failure, irritable bowel syndrome, internal hemorrhoid, nephrosis. Review of systems: difficulty sleeping, fatigue, weight gain, dysphagia. Wt 278 lbs, bmi 42.27. Abdomen: soft, no peritoneal signs but complains of significant pain around the periumbilical region. Due to her obesity and some induration and tenderness it is difficult to ascertain if there is a hernia or just scar tissue. No hepatomegaly or splenomegaly, no hernias appreciated. Impression: abdominal pain. Plan: review actual operative reports for egd and hernia repair, send for CT scan of abdomen/pelvis. Discussed that if she does have a hernia, she may need exploratory laparotomy, reduction of the hernia, removal of old mesh. She inquired about having lap band removed at the same time and after I review CT scan, I will discuss that with bariatric team. ??/??/??:[missing records: records of CT scan abdomen/pelvis ¿showing incisional hernia around the mesh¿ were not provided.] ??/??/??:[missing records: records detailing ¿failed intra-abdominal mesh¿ and ¿mesh infection¿ were not provided.] (B)(6) 2018: (B)(6) hospital. [Signature illegible]. History & physical. History: hypothyroid, copd, frequent urinary tract infection, asthma, acid reflux, ibs-occasional diarrhea, chronic back pain. Tobacco: yes. How much: 1. How long: 33. Alcohol: no. Drugs: no. Wt. 120.4 kg, bmi 41. Asa: 2. Abdomen: incisional hernia. Impression: incisional hernia. Plan: hernia repair, mesh removal, lap band removal. (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: incisional ventral hernia secondary to failed intra-abdominal mesh. Failure of laparoscopic banding. Postoperative diagnosis: incisional ventral hernia secondary to failed intra-abdominal mesh. Failure of laparoscopic banding. Procedures performed: exploratory laparotomy. Lysis of adhesions. Removal of lap band and failed abdominal wall mesh. Primary incisional ventral hernia repair. Assistant: dr. (B)(6) . Anesthesia: general endotracheal anesthesia. Estimated blood loss: 50 ml. Indications for procedure: a 48-year-old female had a lap band placed in 1999, that over the years has failed to provide adequate weight loss or improvement in her hypertension or diabetes. Lap band is now causing some difficulty with eating and a preoperative egd did not show obstruction. She would like to have the lap band removed. She also has a painful periumbilical incisional ventral hernia. Several years after her lap band, she underwent laparoscopic ventral hernia repair with intraabdominal mesh and she now has according to the CT incisional hernia around the mesh. Description of procedure: ¿the patient was admitted to sts. Mary and elizabeth hospital, positively identified in preoperative hold. The extent of the hernia was marked and she was then transported to the operating room. After induction of general endotracheal anesthesia, she received IV antibiotics per scip protocol and was prepped and draped in the usual sterile fashion. A midline incision was made over the area marked, dissected down through the soft tissue, entered the peritoneal cavity through the linea alba and took down multiple adhesions to the anterior abdominal wall. We identified the old mesh, and where did come loose to the left of the umbilicus. I then dissected the omentum that was incarcerated above the mesh and through the fascial defect. I then subsequently dissected the mesh out of the abdominal wall and palpated the fascia distally. There was another fascial defect below the mesh, so we extended the fascial opening to include all defects. Once the defects and adhesions were taken down, I identified the lap band port, mobilized it out of the soft tissue in the fascia, followed it down to the stomach, and the adhesions were taken down around the band exposing it. At this point, dr. (B)(6) had joined the case and removed the lap band. In evaluating the stomach, there were no injuries to the stomach. A partial omentectomy was performed to help facilitate hernia repair. I palpated throughout the rest of the fascia and there were no defects. The bowel was placed back in the anatomic position. There was good hemostasis. A visceral retractor was placed in the peritoneal cavity and then # 1 vicryl sutures were placed in an interrupted fashion to close the fascia throughout the extent of the incision. Once the fascia was closed and the sponge counts were correct, I irrigated the soft tissue with saline and betadine and closed the skin with sterile skin staples. Sponges and needle counts were correct x3. The patient tolerated the procedure well and was transported to recovery in stable condition. Findings and postoperative instructions were discussed with her family.¿ (B)(6) 2018:(B)(6) hospital. (B)(6) , md. Pathology report. Specimen number: (B)(6) . Final diagnosis: 1. Mesh, removal: fragments of fibroconnective tissue and fibroadipose tissue with foci of fat necrosis, associated with medical device. 2. Lap band port, removal: fragments of fibroconnective tissue with scattered mixed inflammatory cell infiltrate and foreign body giant cells and with fibroadipose tissue with foci of fat necrosis, associated with medical device. Clinical history: preop diagnosis: incisional hernia. Postop diagnosis: incisional hernia. Specimen consists of: 1. Foreign body ¿ mesh (identify). 2. Foreign body ¿ lap ban [sic] port (identify). Gross description: 1. Received in formalin, labeled mesh. Received is an oval piece of yellow-tan mesh material measuring approximately 13.3 x 11.3 x 0.4 cm. It has soft tissue on both sides. There are some silver-colored circular metallic rings around the outer periphery. This is used for sutures. The soft tissue on the surface is sectioned and is unremarkable. Representative sections are in a single cassette. The mesh material is sectioned and is otherwise unremarkable. It does have a white cut surface appearance. 2. Received in formalin, labeled lap band port. Received is an ovoid white apparatus consistent with a port-a-cath. This fibrous tissue is removed. The port-a-cath measures 3.0 cm in diameter with a thickness of 1.5 cm. The bottom is flat with a silver-colored metallic circle measuring 1.5 cm in diameter. This metal circle is inscribed with ¿port a cath m35249¿. The opposite site has a diameter of 2.2 cm with a central rubbery circular area up to 1.2 cm. The base has four opened circular areas for sutures measuring 2 mm each in diameter. There is a rubber tubing and port coming off one end. They have a length of 29.3 cm in diameter and up to 0.3 cm. There is also a small amount of fibrous tissue around the proximal end and approximately around of the end of tube closest to the port. Representative sections of the fibrous soft tissue are submitted in a single cassette. (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Discharge summary. Hospital course: had lap-band placed in 1999, subsequently, required laparoscopic ventral hernia repair. Came to my office in last couple of months complaining of abdominal pain and bulging; on evaluation she had recurrent ventral incisional hernia. Patient stated she was no longer using and would like to have the lap-band removed so we planned on open ventral hernia repair and removal of lap-band. Brought in morning of surgery where she underwent exploratory laparotomy, lysis of adhesions, removal of old abdominal wall mesh and removal of lap-band. Admitted postoperative for pain control and had an unremarkable course. The evening of the first day of surgery she had a low-grade temperature, but that was due to atelectasis. Rest of the time she remained afebrile. By second day after surgery, she had stable vital signs, was ambulating independently, tolerating regular diet. Had several loose stools but we had given medication to move her bowels. Wound clean, dry and intact. Chemistries normal, white count 8400, hemoglobin stable at 10.9. Will be discharged home today with instructions to ambulate as tolerated and wear abdominal binder when ambulating. Her current silver impregnated dressing is to stay until monday; after, she can remove and shower. Call office and follow up the week after thanksgiving holiday weekend. Instructed not to do any lifting above 10 to 15 pounds or other strenuous activity. Pain medication prescription left. Discharged home in stable condition. ??/??/??:[missing records: records of ¿plain abdominal film showed no obstruction, no evidence of infection¿ were not provided.] ??/??/??:[missing records: records of emergency room visit were not provided.] ??/??/??:[missing records: records of follow up CT scan that ¿showed recurrence of incisional ventral hernia¿ were not provided.] (B)(6) 2018 :(B)(6) . (B)(6) ; (B)(6) . History & physical. Follow up after emergency room visit. Has severe pain and abdomen has large bulge. Morbidly obese female who initially presented to me with recurrent ventral hernia. In past, had a mesh repair and the mesh should [sic] come loose and she had herniation above the mesh. I took her to surgery and remove the mesh and did a primary repair and put her in an abdominal binder. Initially did well but then called complaining of nausea/vomiting and diarrhea. Labs and plain abdominal film showed no obstruction, no evidence of infection. This past week developed a cold and started coughing and sneezing, then developed abdominal bulging and pain; went to emergency room and follow up CT scan showed recurrence of incisional ventral hernia. Current medications: glimepiride, levemir, pantoprazole, promethazine. Review of systems: difficulty sleeping, fatigue, weight gain, dysphagia, constipation. Wt 278 lbs, bmi 42.27. Abdomen: soft, no rebound tenderness. Has recurrence of midline hernia but easily reducible. No hepatomegaly or splenomegaly. Impression: incarcerated ventral hernia. Plan: plan on open repair; will probably need to have mesh reinforcement again. Will be assessed at the time and the possibility of component separation will be entertained depending upon the addition of the tissues considering she¿s had multiple previous abdominal surgeries. Due to morbid obesity and lax abdominal wall, I explained this would be a difficult procedure; she would have to continue to wear abdominal binder for support and any significant lifting or strenuous activity in future would be risky for recurrence of hernias. [No changes documented on (B)(6) 2019.] (B)(6) 2019: (B)(6) hospital. [Signature ni]. History & physical. Surgical history: hernia repair x2, lap band removal. Tobacco: yes. How much: 1. How long: 33. Alcohol: no. Drugs: no. B)(6) 2019: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: recurrent incisional ventral hernia. Procedure performed: open repair with the use of 25 x 20 cm skirted ventrio mesh. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 50 ml. Indications for procedure: ms. (B)(6) is a 48-year-old female with poorly controlled diabetes and moderate obesity. She has a remote history of an incisional ventral hernia repair in another institution with mesh and she initially presented to me with a mesh infection and recurrent hernia. I removed the mesh and did a primary closure of her hernia and she initially did very well. According to the patient and her son, she developed either bronchitis or cold and did lot of coughing and sneezing and after that, developed recurrence that she described is very painful. She had no evidence of obstruction. On preoperative evaluation, she had markedly elevated blood glucose and hyponatremia and she was sent to her medical doctor for re-evaluation and treatment of her diabetes before proceeding with surgery. Once she was cleared by her primary care physician, she is scheduled for surgery. Description of procedure: ¿the patient was admitted to (B)(6) hospital, positively identified, transported to the operating room and after induction of general endotracheal anesthesia [sic]. She received IV antibiotics per scip protocol and a foley catheter was placed. She was then prepped and draped in usual sterile fashion. Her old midline incision was excised. We dissected down and entered into the peritoneal cavity through the hernia sac. The hernia sac was excised. There were few intraabdominal adhesions in the anterior abdominal wall that had to be taken down, but by and large the adhesions were relatively minimal considering all the surgery she has had. Once we had cleared the adhesions from the anterior abdominal wall and excised the entire hernia sac, I circumferentially mobilized the fascia from the soft tissue circumferentially around the fascial defect. I measured the defect and then chose a 25 x 20 cm skirted mesh. The mesh was secured circumferentially with # 1 vicryl sutures to and through the fascia and sewn through the outer ring on the mesh. Once the mesh was well positioned and then ran into the skirted portion, I used the stapling device to tightly adhere the mesh circumferentially to the anterior abdominal wall to prevent any herniation between the abdominal wall and the mesh. I had the patient valsalva¿d after this had been accomplished and there was no evidence of any hernia. At this point, we irrigated and ensured hemostasis. I then closed the fascia over the mesh using # 1 vicryl smead-jones suture technique. Once the fascia was closed, soft tissue was irrigated with saline. The excess skin and fatty tissue were excised and then again irrigated with saline and betadine. Once we had hemostasis, the dermis was approximated with 2-0 vicryl suture. The skin was closed with sterile skin staples. The anterior abdominal wall was cleaned and then prevena suction dressing was applied. Sponges and needle counts were correct x 3. The patient tolerated the procedure well and was transported to recovery in stable condition. She was hemodynamically stable throughout the case.¿ b)(6) 2019: (B)(6) hospital. Implant record. Bard ventrio hernia patch. B)(6) 2019: (B)(6) hospital. (B)(6) , md. Discharge summary. 48-year- old who has diabetes, copd and is morbidly obese. Had multiple previous abdominal operations and presented with a painful and enlarging incisional ventral hernia. Brought in morning of surgery and underwent open repair of hernia with a large intraperitoneal mesh. Abdominal binder and prevena dressing placed. Postoperatively, afebrile with stable vital signs. Due to extensiveness of the operation and discomfort, she was kept in the hospital and slowly over next couple days was able to regain bowel function, tolerated regular diet and become ambulatory on independent basis. Wound shows no complications and hernia remains well repaired. Laboratories unremarkable. Ready to discharge home today. Hydrocodone for pain control. Instructed to ambulate as tolerated but no lifting or strenuous activity. Wear abdominal binder at all times. Remove prevena dressing from wound on (B)(6) 2019. Call office, make appointment for (B)(6) . Discharged home in stable condition. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: correction of code 2203; correct patient code 3191 being used for "swelling abdomen." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic repair, incarcerated ventral hernia with partial omentectomy and laparoscopic repair with a 15 x 19 centimeter dual mesh. Implant: gore® dualmesh® biomaterial [1dlmc04/7335591, 1x15x19]. Gore® dualmesh® biomaterial [1dlmc05/05605233, 1x7.5x10] [nurse reviewer note: possible error, operative report indicates one mesh was implanted]. Implant date: (B)(6) 2010 (same day surgery). Implant procedure: laparoscopic repair, incarcerated ventral hernia with partial omentectomy and laparoscopic repair with a 15 x 19 centimeter dual mesh. Implant: gore® dualmesh® biomaterial [1dlmc04/7335591, 1x15x19]. Gore® dualmesh® biomaterial [1dlmc05/05605233, 1x7.5x10] [nurse reviewer note: possible error, operative report indicates one mesh was implanted]. Implant date: (B)(6) 2010 (same day surgery). Explant procedure: exploratory laparotomy. Lysis of adhesions. Removal of lap band and failed abdominal wall mesh. Primary incisional ventral hernia repair. Explant date: (B)(6) 2018 (hospitalization (B)(6) 2018) a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, chronic pain, "swelling abdomen." Additional event specific information was not provided.